Event description:
It was reported that when the fox cross balloon was attempted to be inflated, contrast was noted to be leaking from the hub. According to the physician, the balloon hub was already broken in the packaging. Another unspecified balloon was used to continue the procedure with success. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.